Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: -brown particles on the surface of the shell. - opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Event description:
Physician reported, "bilateral cysts" are not related to the devices.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "discreet increase in fluid adjacent to the implant".

Event description:
Patient reported right side rupture. Healthcare professional later reported right side cysts, "discreet increase in fluid adjacent to the implant", and "accommodation folds." Device remains implanted.